Event description:
Ous MDR. This lead was explanted and replaced due to dislodgement. An explant date was not provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the x-rays you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. There were six x-ray images provided. The inspection of the diagnostic images taken on (B)(6) 2017 confirmed the dislodgement of the atrial lead. Should additional information become available for analysis, the investigation will be updated.